Event description:
Pt reports, had reaction after receiving injection of synvisc in left knee, had pain behind knee and in calf. Went to ER because doctor concerned it was a blood clot, did not have a clot but was given a steroid pack for 6 days before the pain fully went away. Did not have lot number. "Is the product compounded: no; is the product over-the-counter: no."